Event description:
The pt was implanted with a thoratec implanted ventricular assist device. The signal processor, which is attached to the implanted pump via a "y" -connection, stopped functioning. The signal processor transmits the electrical signal from the pump to the attached driver to indicate both a full pump and that the pump have emptied. Because it stopped functioning, the pt's driver had to be set in a fixed rate, which is a less physiological mode. It had to be adjusted when the pt exercised or he would not tolerate exercise.